Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. In addition, the patient lead was eroded through skin. There was no additional adverse patient effects reported. This device was explanted.